Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported air bubbles in his reservoir. The customer did not check his blood glucose reading. Troubleshooting found customer did not rewind his insulin pump. No additional information is provided.